Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead was oversensing and had noise which triggered the lead integrity alert. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One lead integrity alert triggered for lead failure predictor on (B)(6) 2011 14:50:25. Oversensing was noted as thirteen ventricular non sustained tachycardia episodes of <=210 ms occurred between (B)(6) 2011 11:58:22 and (B)(6) 2011 14:41:38. Interference/noise was also noted as ventricular short interval count v-sic was 12.0 counts avg/day, in 16.14 days, between (B)(6) 2011 10:08:53 and (B)(6) 2011 13:30:19.